Event description:
It was reported that, "the cup was loose. Needed to be revised."

Manufacturer narrative:
Additional info (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.